Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use, the cardiosave intra-aortic balloon pump (iabp) balloon would not inflate. There was no harm reported.

Manufacturer narrative:
Updated fields: b4,d9(return to manufacture date),g3,g6,h2,h6,h10.

Manufacturer narrative:
Updated fields: b4,d9,,g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, component codes,investigation conclusions), h10. It was reported that cardiosave intra-aortic balloon pump (iabp) during use catheter was not inflating (autofill failure). End user reported that the iabp not infating the balloon catheter. A getinge field service engineer (fse) confirmed in the logs multiple autofill failure alarms. Iabp was exercised on a test catheter & patient simulator. Unable to replicate an autofill failure. However, condensation build up in the catheter extender was discovered and also inside the pim tubing. Condensation removal procedure was performed several times. Autofill tests in the service mode would not function. The pim leak test was performed but failed the (safety disk) membrane leak test. Safety disk replaced. Membrane leak test now passed however the pim leak differential pressure failed. All pim connections & fittings were inspected, re seated and tightened. Leak differential pressure continued to fail. A new pim was installed. 30psi transducers were re-calibrated. All manifold leak tests passed including the pim leak test. Device passed all calibrations, performance and electrical safety tests according to factory specifications. No patient injury/harm reported. The failure analysis and testing department received patient interface module with a reported unit failure iab cather not inflating, multiple failure alarms, safety disk failed membrane leak test (diff pressure reading 15 mmhg) , pim leak diff pressure reading -11 mmhg, condensation build up in pim and service mode autofill not functioning. The fat department performed visual inspection of this part received and observed white residue on at patient side of the safety disk. Based on previous experience, this residue is consistent with saline. Due to saline residue, it cannot be installed and investigated any further. Retaining the pim in fat department per procedure 0002-07-d008 rev aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.